Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16099, 3006705815-2022-16100. It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the leads had migrated. Additionally, the ipg had reached end of life. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.